Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospital visit and diabetic ketoacidosis. Locked down smartphone: data not available, omnipod software app version: data not available, operating system: data not available, hardware: data not available, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that a sensor displayed inaccurately elevated glucose values greater than 13.9 mmol/l (250 mg/dl). Relying on these readings, the patient administered insulin and subsequently developed ketoacidosis, requiring hospitalization on (B)(6) 2026. During the event, the patient fainted, fell, and sustained a jaw injury that required suturing. Medical treatment included wound closure and intravenous therapy to reduce blood glucose levels. The patient remained hospitalized for several hours. The patient was wearing a pod on the skin during medical care; the duration of pod use at that time is unknown. A supplemental report will be submitted if additional information becomes available.